Event description:
It was reported that during procedure, the insulated plate came off but still attached to the seal plate. One side of the jaw (white part) got stuck to the other side and tore off at the start of the surgery. Nothing fell into the patient cavity. Another device was used and worked successfully with the generator. There was no patient injury. The photo showed that the part of the insulation plate was chipped off.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.